Manufacturer narrative:
H4: the lot was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed which observed a tear at the upper front side of the bag with sample 1 and an incomplete seal weld defect was observed at the bottom shoulder port weld on the left side of sample 2. Functional testing was performed in both samples which revealed a leak in the affected area. Additional magnified inspection was performed which verified a tear/hole where the leak occurred in sample 1 and weld defect where the leak occurred in sample 2. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.